Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, user had power failed and pyxis shut down. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis the reported condition of ac power failed was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order (B)(4) the fse reported that the station was down and had no power. The fse removed all auxiliaries and power was restored. The fse identified that the seven drawer auxiliary cable was bad and replaced the cable. The fse then ran diagnostics and all tests passed. The report was closed. During dchu visual inspection pn 121085 01 was received with exposed copper strands and burn marks. During dchu testing pn 121085 01 testing was not performed due to the exposed copper strands and black marks observed on the cable. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d) root cause the root cause of the complaint ac power failed was determined to be a damaged assy cbl pyxibus 7 drawer pn 121085 01. Visual inspection of the cable showed evidence of exposed copper strands which led to thermal damage and compromised the drawer functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary alternating current power was failed. The customer reported that there was a delay in the dispensing of medication. As per part investigation, it was determined that the cable showed evidence of exposed copper strands which led to the thermal damage there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary alternating current power was failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem and section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power failed. A field service engineer inspected the device and removed all auxiliaries to restore station power, identified a faulty drawer 7 aux cable, replaced it, ran diagnostics, and confirmed full functionality through customer inventory testing. The system functioned as intended after the field service engineer repaired the device.